Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2021 and topical skin adhesive was used. Post op experienced redness and irritation around the application site. Treated with prescription topical cream along with an oral steroid or oral antibiotic. Once adhesive removed the redness and irritation cleared up quickly.